Manufacturer narrative:
Unit passed displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime, fill, rewind anomalies were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had insulin flow blocked during bolus on new insulin pump,insulin pump not had a functioning. Customer stated the insulin exited. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.